Event description:
It was reported that the implantable monitor is showing many episodes of asystole when the patient is having no symptoms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.